Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba). The device passed extended self-testing.

Event description:
Covidien received information, that during patient use, the display was blank. There was no harm or injury to the patient reported.